Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self tester tested his inratio meter using lot# 274161. Date: (B)(6) 2012; inratio: 6.5. Coumadin dose was held bases on the inratio results. Correlation at dr's office: date:(B)(6) 2012; inratio: 4.3; dr's inratio: 6.3 the same strip lot number (unk) was used for both tests. The first drip of blood was used for the dr's inratio meter and the second drip of blood was used on the pt's inratio meter. Caller reports that the finger was "milked." Pt stated he was taking a pain medication, but did not specify the name or dosage.

Manufacturer narrative:
Customer was milking the finger and utilizing the same finger stick site on multiple tests. Be advised to apply a fresh hanging drip of sample per test. Milking the finger may cause contamination with interstitial fluids. Customer techniques/procedural issues may lead to inaccurate inr result or errors in testing. Pt is also taking anti-inflammatory drugs. Pt medication may interfere with coagulation test and may contribute to unexpected inr result or testing errors. Inratio precision data provided by end-user: date: (B)(6) 2012, 1st inr: 6.3, 2nd inr: 4.3, mean: 5.30, sd: 1.41, %cv: 26.68. The 6.5 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since %cv is more than 20%, the test failed the criteria for precision. Performed reference test on reported lot#274161. In-house therapeutic donor testing has been performed on reported lot# 274161 on (B)(6) 2012. Results as follows: donor a: 200, inratio: 2.4, inratio:: 2.4, inratio: 2.4, reference: 2.10, bias threshold: 1.10 - 3.10, %cv: 0. Donor b: 201, 3.3. 3.5, 3.4, 2.89, 1.89 - 3.89, 2.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further testing is necessary. Conclusion: review of complaint found pt's medication/customer's improper operational technique may affect test accuracy. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. No product was expected to be returned. As reviewed on (B)(6) 2012, (B)(4) discrepant results complaints were reported for lot# 274161 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code (B)(4) which "brick" lot number 257218 was assigned and packaged into strip lots 274161, 2744163, 274164, 274165, 274167, 274166, and 274162. About (B)(4) total discrepant complaints have been reported for lot numbers 274161, 274163, 274164, 274165, 274167, 274166 and 274162 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time.